Event description:
On (B)(6) 2013, ponsky nbr was placed for the patient. On (B)(6) 2014, when removing the catheter percutaneously, the bumper on the distal end came off. The bumper was removed under endoscope.

Manufacturer narrative:
The complaint of a separation of the retention dome from the feeding tube is confirmed and will be considered user related. Gross examination of the distal end of the feeding tube shows a complete break in the retention dome. Gross microscopic and tactual examinations show a complete bond to the feeding tube. A cross sectional view of the break site reveals a dull irregular veneer. The break site reveals traits that are indicative of excessive force that was applied during traction removal of this device. The lack of any associated damage suggests the tear in the dome was caused by stretching the dome material beyond its elastic limits during removal. Mating the broken dome together at their break points reveals a close match. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the manufacturing process. A lhr is not possible, as no manufacturing lot number info has been provided by the complainant.